Event description:
Patient reported that the filling on their bottom right canine broke off. They went to their dentist to repair it. Their dentist had them sign a waiver to wave his responsibility if it happens again. Requested additional information, photos and what document they signed at their dentist office.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.